Event description:
It was reported the tip charred up and the suction kept clogging. The tip lost insulation with constant rubbing to remove tissue. The surgeon also commented that the device does not cover enough surface area and needed to be wider with better cutting ability.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluation received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record was not possible since the lot number was unk. End of report.